Event description:
It was reported the pt was admitted to the hospital with positive blood cultures for staph and a diagnosis of endocarditis. The valve was explanted and replaced with another valve (serial and model number unk). It was also reported the pt experienced cerebral bleeding from infection. The pt is in critical condition. Additional info has been requested.